Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6 (investigation findings), h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken non-patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. As the sample was returned in open condition, the root cause of the broken non-patient end cannula cannot be determined. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The consumer does not prime before injections. Consumer reported pen needle clog when taking injections. Stated, she's had the issue with more than one box and she has been collecting samples. How many boxes before this call is unknown. The consumer is only reporting one lot from one box. Lot: 4310137 catalog: 320550. Date of event: unknown samples: yes cl.